Manufacturer narrative:
Follow-up #1 date of submission 08/29/2012, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the display screen was found to be functioning and illuminated to normal contrast. Unrelated to the complaint, multiple call service alarms were noted in the black box history. During evaluation, the pump was powered on with no alarms noted. The pump was exercised for 24 hours with no call service alarms emitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen on their device went blank after they replaced a battery. The reporter noted that the device was still making alarm tones and vibrating. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.